Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with: degenerative disc disease and lumbar disc herniation at l3/4. Deg enerative disc disease and recurrent lumbar disc herniation at l4/5. Spinal instability and underwent the following procedures: right l3/4 semi hemilaminectomy, medical facetectomy and proximal foraminotomy. Right l3/4 semi hemilaminectomy, medical facetectomy and proximal foraminotomy with redo microdisectomy. L3/4 posterior lumbar interbody fusion with acromed leopard interbody device and bone morphogenic protein. L4/5 posterior lumbar interbody fusion with acromed leopard interbody device and infuse bone morphogenic protein. Right l3/4 and l4/5 posterior segmental instrumentation with acromed expedium pedicle screw and rod system. L3/4 and l4/5 posterio-lateral arthrodesis with graft, local bone graft and bone morphogenic protein. Micro surgically assisted dissection. Intraoperative interpretation of radiographic studies. Intrathecal injection of duramorph. As per op-notes, ¿the posterolateral elements of l3, l4 and l5 were carefully decorticated and a combination of locally harvested morselised bone graft, graft and bone morphogenic protein were used to achieve arthrodesis.¿ (B)(6) 2009: the patient was pre-operatively diagnosed with: 1) hardware failure with retropulsion of interbody device. Spinal instability and underwent the following procedures: revision of right-sided instrumentation 2) left l3/4 and l4/5 posterior segmental instrumentation with acromed expedium pedicle screw and rod system. L3/4 and l4/5 posterio-lateral arthrodesis with graft and bone morphogenic protein micro surgically assisted dissection. Intraoperative interpretation of radiographic studies. As per op-notes, ¿the posterolateral elements of l3, l4 and l5 were carefully decorticated and a combination of graft and bone morphogenic protein were used to achieve arthrodesis.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.